Manufacturer narrative:
This type of event is addressed in the device labeling.

Event description:
Per the audiologist, the pt reported changed sound quality when using the cochlear implant system. Testing at the clinic showed eight short-circuited electrodes. The pt's parent reported that the pt had fallen from a chair just before this testing. Results of an x-ray done in 2008 have not been reported. The results of an integrity test done the following month, showed multiple electrode faults. The pt's device was explanted the next day, and a new device was reimplanted during the same surgery.